Event description:
The customer states, that one pt sample generated an initial architect stat troponin-I assay result of 1.20 ug/l. Six hrs later, another sample was drawn and generated a stat troponin-I assay result of less than 0.01 ug/l. The following day, another sample was drawn and generated a stat troponin-I assay result of 0.02 ug/l. The customer then repeated the samples that generated initial results of 1.20 ug/l and less than 0.01 ug/l and received results of 0.02 ug/l and 0.00 ug/l respectively. Controls have been within specifications on all runs. The pt underwent a surgical procedure based on the initial elevated result of 1.20 ug/l. There is no further pt info available.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.